Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. This was discovered before use of the device while preparing to dispense the product. The device was filled with 3600 mg of fluorouracil in dextrose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured december 22, 2015 - december 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device due to an untightened blue winged luer cap. A functional leak test was performed by filling the device and manually tightening the luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.